Event description:
The facility reported a flo-gard infusion pump with a malfunction of when the machine was turned on, it indicated common failure 66. This event was reported to have occurred upon power up in the intensive care unit. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a flo-gard infusion pump with failure code 66 was confirmed during product evaluation. This condition was caused by defective main batteries. The main batteries were replaced to correct this condition.